Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose has been running high and that her insulin pump has not been delivering yet she has not received a no delivery alarm. The customer's blood glucose has been in the 300 mg/dl and at the time of call her blood glucose was 419 mg/dl. The customer stated that she was vomiting and suffered from excessive thirst and abdominal pain due to the hyperglycemia. The customer treated with 8 units of insulin via manual injection an hour before the call. The customer was advised to contact medical services to get her blood glucose under control and then call back to troubleshoot. No products were shipped or returned.